Manufacturer narrative:
(B)(4). Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
Customer reported that 1 month ago when removed appliance area about 1 inch away from stoma had skin tear. States uses an adhesive remover wipe on top half but not on bottom half. Product use and skin care instructions provided.